Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after a dinner announced as a usual meal, during which the ilet delivered approximately 13 units and the user¿s glucose dropped quickly, prompting ems contact; the user remained at home, consumed oral carbohydrates provided by a companion, and later completed troubleshooting and education, including a factory reset and remedial training. Symptoms included hypoglycemia with low blood glucose. Outcomes included recovery at home without hospitalization and treatment with oral glucose. Investigation included user counseling, device retraining, and a factory reset. Investigation of this case revealed no confirmed device malfunction and suggested use-related factors could not be ruled out given recent initiation and variability in meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.